Event description:
It was reported that the insulin pump alarmed button error during a bolus attempt. The blood glucose reading was 212 mg/dl, which was treated with manual injections. The customer stated that, since her belt clip had broken about a month prior, she had been tucking the device in her bra; she stated that the insulin pump may have been exposed to moisture from sweat due to exercising. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump has cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.